Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy red skin irritation on their back from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse recommended placing a shirt under the lifevest. The patient was informed that this will interfere with the function of the lifevest and the patient decided to remove it. Follow up indicated that the skin irritation improved after removing the lifevest.